Event description:
It was reported that a malfunction occurred in the tandem pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in resetting it, and advised the caller to continue using the pump unless the malfunction code recurred, in which case they should call back. The caller acknowledged and understood these instructions.